Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while on a patient a check vent alarm occurred. The unit was being used on a patient at the time the reported issue occurred, however there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician reported that the complaint was not duplicated, however, the occurrence of e/c 110d which indicated that the reported complaint had occurred was confirmed in the event log. The manufacturer¿s international service technician replaced the da pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. The data acquisition (da) pcba was tested and no failures were identified.